Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got a failed battery test. Customer also stated that there is a blank display after receiving new battery cap. The customer's blood glucose level was 241 mg/dl. Troubleshooting was performed for multiple error. The product will not return for the return for the analysis.